Event description:
Consumer stated used 3/10 cc insulin syringe and needle broke off in skin. Consumer reported incident occurred 2-3 weeks ago and did seek medical attention; however, needle could not be located by physicians in the emergency room.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.